Manufacturer narrative:
A review of the manufacturing documentation associated with lot 17736410 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 6f 70cm britetip was attempted to be inserted into a sheath. However, the distal end of it got frayed and could not be inserted. Therefore, it was replaced with a new sheath and the procedure was completed successfully.

Manufacturer narrative:
Describe event or problem: addendum for additional information received: the device was prepped per the instructions for use (IFU). The intended procedure was a percutaneous coronary intervention (pci). There was no unusual force used at any time during the procedure. There were no kinks/bends noted on the device prior to it being inserted. The procedure was completed successfully and without patient injury. The device wil not be returned for evaluation as it was discarded due to infectious disease. As reported, a 6f 70cm britetip was attempted to be inserted into a sheath. However, the distal end became frayed and could not be inserted. Therefore, it was replaced with a new sheath and the procedure was completed successfully. There was no without patient injury. The intended procedure was a percutaneous coronary intervention (pci). The device was prepped per the instructions for use (IFU). There was no unusual force used at any time during the procedure. There were no kinks/bends noted on the device prior to it being inserted. The device was not returned for evaluation as it was discarded due to infectious disease. A device history record (DHR) review of lot 17736410 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿brite tip/distal tip- frayed/split/torn¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined, however, procedural factors or patient characteristics may have contributed to the reported event. It is unknown what factors may have contributed to this issue between manufacture and the customer noting the reported event. Handling factors may have contributed to the reported event as no damage to the packaging was noted. According to the instructions for use, which is not intended as a mitigation, ¿users are cautioned that if increased resistance is felt upon insertion of the csi, investigate the cause before continuing. If the cause of the resistance cannot be determined and corrected, discontinue the procedure and withdraw the csi as was done in this case.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.